Manufacturer narrative:
Product event summary: reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. Additional follow up was sent to the hcp and once additional information is received the file will be reviewed accordingly. The information in the file was insufficient to evaluate and investigate because the root cause of the lack of therapeutic effect remains unknown. The restore ultra remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the restore ultra. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Pain was not included because it was stated that the pt. Never had therapeutic benefit. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the restore ultra is inconclusive because of insufficient event information. Continuation of d10: product ID: 37743; serial#: (B)(6); product type: programmer, patient. Product ID: 3778-60; serial#: (B)(6); implanted: (B)(6) 2010; product type: lead. Product ID: 3778-60; serial#: (B)(6); implanted: (B)(6) 2010; product type: lead. B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The patient has not experienced any relief since the device was implanted three years ago. The patient would like the device removed. The patient reported on (B)(6) 2013 that she still had concerns regarding their device/therapy but was working with her doctor. Their pain level was at 10+ all day every day. It does not work for them. The pain has only progressed and they can not take the pain anymore. They would like help getting the device removed before they lose their mind. It was noted that the device has ruined their life. Information was received from an MRI technician regarding a patient who was implanted with a implantable neurostimulator (ins). MRI tech reports the ins was removed in 2013 and the x-ray shows that the leads remain in the patient (pt). Technical services (ts) asked, but unknown reason why ins was removed.